Manufacturer narrative:
According to the facility "the PICC nurse had to use multiple kits on an easy patient that should have only taken 30 min, took 90 minutes with multiple sticks". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility "the PICC nurse had to use multiple kits on an easy patient that should have only taken 30 min, took 90 minutes with multiple sticks". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.